Event description:
During biopsy user detected the needle tip broken, then changed to another one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510 k#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 09-jul-2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2201398 of echo-19 was returned for evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 30 jan 2025. On evaluation of the devices the following observations were made: visual inspection: stylet returned separately to device, kink observed on sheath approx. 8cm from tip of sheath - ipe of ruler ipe0402. Distal end of sheath examined and broken section of needle visible at tip of sheath, functional inspection: sheath extender able advance and retract without issue, attempted to advance the needle handle but only advance to position 3, needle removed from device and needle break observed below sheath extender, clarification was requested as follows; "can it be confirmed if intervention was required?" Reply was received as follows; ¿no¿. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2201398 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order c2201398. This was with (B)(4) which was from the same customer. The root cause for this complaint was as follows ¿a definitive root cause for the customer complaint could not be determined, as the circumstances of use could not be replicated in the laboratory. However, a possible root cause could be the use of the device in tortuous anatomy. Additionally, excessive biological matter on the needle after two biopsies may have contributed to the needle retraction difficulty. In response, the user might have applied excessive force to retract the needle, which could have caused the distal needle break. This forceful retraction may have also led to outer sheath tip kink, a severe kink and needle break below the sheath extender.¿. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2201398. Instructions for use and/label: the notes section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As no additional information was shared a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue such as cartilage causing the distal end of the needle to break¿. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip getting damaged and breaking during the procedure. Additionally, the kink observed on sheath approx. 8cm from tip of sheath and proximal needle break observed during lab evaluation is related to the distal needle break as distal break would have put additional strain on the needle leading to the kink on sheath and proximal break. Summary: according to the customer, needle tip broken. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on visual and /or functional inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As no additional information was shared a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue such as cartilage causing the distal end of the needle to break¿. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip getting damaged and breaking during the procedure. Additionally, the kink observed on sheath approx. 8cm from tip of sheath and proximal needle break observed during lab evaluation is related to the distal needle break as distal break would have put additional strain on the needle leading to the kink on sheath and proximal break. Complaints of this nature will continue to be monitored for similar events.